Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing stockout communication issue from pyxis to swisslog. A technical support specialist (tss) opened the database (db) tool, there did a query item\stn via db tool and found multiple ghost pockets for station. So, the tss deleted stations inventory pocket, then sent serial peripheral interface (spi) over from enterprise server (es). After that the tss confirmed that the data was repopulated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had stockout communication issue from pyxis to swisslog and ghost pocket on drawer 6 pocket 8. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.